Event description:
Clinical registry. Same pt as MFR: 6000093-2006-01826. It was reported 3 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a stent thrombosis. The index procedure treated two lesions. The first lesion was a de novo, bifurcated, 80% stenosed lesion in the proximal left anterior descending (lad) artery. The lesion was 3mm in diameter and 17mm in length. It was possible that thrombus was present. The physician direct stented the lesion with a taxus liberte 3.00 x 20mm stent at 15atms. It was post dilated with a quantum maverick 3.00x20mm balloon at 8atms. The second lesion was a de novo, bifurcated, 70% stenosed lesion in the 1st diagonal (dx) artery. The lesion was 3mm in diameter and 8mm in length. The lesion was predilated with a 3.00x15mm maverick balloon. A taxus liberte 3.00x16mm stent was deployed at 16atms overlapping the distal end of the stent placed in the lad. It was post dilated to 8atms with the delivery balloon. The results of both lesions were 0% residual stenosis and timi-3 flow. The pt was discharged from the facility two days later on 75mg of plavix and 160mg of aspirin. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.